Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleges seeing particles in the device. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged seeing particles in the device. Additional information has been received that the patient experienced sore throat and received medical intervention, but this not related to the device. The device was returned to the third party service center for evalaution. During the evalaution no contamiantion was observed in the device and the device was scrapped. Section h6 has been updaed.